Manufacturer narrative:
510(k): k212323. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The clip could not be reopened. When the handle was manipulated initially, the drive wire would retract flush with the housing as the handle was retracted, however, when the handle was advanced afterward, the drive wire did not advance. The device was viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device was returned to the supplier for further evaluation and the following was provided, "in the visual evaluation of the device it was noticed that the clip tip was extended away from the device. The handle spool was in a forward direction. The cable had no visual defects. Functional evaluation was limited due to the clip tip being detached from the cath attach. Based on the reported complaint the handle spool was actuated to see if it could extend and retract the drive wire. It was found that the handle spools were unable to push the drive wire forward but were able to pull the drive wire back during retraction. Investigating this sequence further it was determined that the set screw was not fully engaged to the drive wire. Due to the set screw not being set in place the drive wire had no interaction with the handle spools during the push forward but based on the configuration was able to retract the drive wire as it was actuated back into closed positioning. The set screw was tightened and testing was performed a second time and the clip tip was able to be extended and retracted. The clip still could not open because of the disconnected cath attach. Based on the visual and functional evaluation of the device, the reported complaint of the clips inability to open is confirmed. The cause of the malfunction was determined to be the handle spool screw not being fully seated. A review of the equipment calibration and preventative maintenance records found no anomalies at the time of production. During the handle assembly a torque monitor displays a visual queue to let the operator know that the device has reached a nominal torque value; the equipment data log was reviewed but the data cannot be tracked to the complaint device as there are no data tags. The torque driver instructions were reviewed and found to contain an appropriate amount of instruction, detections, and preventions to ensure the device meets design standards. Per procedure a 100% functionality verification is performed by actuating the handle of the device and identifying that the clip opens and closes. Based upon this and the additional reviews performed, root cause has been determined to be a human error. The device history record was reviewed. It was manufactured april 2024. There were relevant defects noted in the manufacturing/fqc checklists for screw defects = 4 and spool defects = 6. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our evaluation of the returned device confirmed the report. The supplier provided the following, "a review of the device history record was conducted and any relevant defects have been noted. The evaluation of the device confirmed the reported complaint of the clips inability to open. The cause was the set screw not being fully engaged. The root cause was determined to be human error. Awareness training will be conducted with the operators." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
510(k): k212323. The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.

Event description:
During an unspecified clipping procedure, the physician used a cook instinct plus endoscopic clipping device. It was initially reported that the clip didn't open in the correct position, so the user could not trigger the clip. There was no information suggesting that the device caused or contributed to a serious injury to the patient, therefore there was no reportable information at this time. The device was received on 14 oct 2024 and it was tromboning [clip housing detached from the cath attach and remained attached to the drive wire]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.